Event description:
Journal article received: whats new in orthopaedic trauma, journal of bone and joint surgery, series a. 2009 aug 01; 01(8):2055-2066. Authors: andrew h. Schmidt, md; a. Alex jahangir, md. The article summarizes advances in orthopaedic traumatology by reviewing articles from the past year. The review noted an 8-year study of patients who were randomized to either transtendinous or peritendinous intramedullary nail fixation for tibal shaft fractures. This study showed that the rate of anterior knee pain was 29 percent in both groups. A majority (62 percent) of the patients with anterior knee pain had no anterior knee pain 8 years later. It is unknown if these were synthes devices. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Unknown tibia nails. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.